Event description:
Consumer reports receiving a very low reading with their plink meter an retesting against another meter. Analysis run on clark error grid using competitive reading (250) as ref. Point vs. Bd readings (49) yielded data points in the e range of the grid, outside acceptabel limits.